Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the pink slide did not move forward, after wearing the pod on the abdomen between 24 and 36 hours, indicating a failure of the needle mechanism. The cannula was noted to be bent after removal. The patient's blood glucose levels reached 250 mg/dl. A new pod was applied.